Event description:
The user facility reported questionable po2 transfer with the capiox fx25 device. Follow up communication with the user facility reported the following information: cardiopulmonary bypass was being performed; it was stated that one pre bypass value was 188 po2 and a second repeated value prior to bypass was in the 80 range for an arterial po2; the device was not changed out; and surgery was completed successfully.

Manufacturer narrative:
This section was completed by the manufacturer per cfr 803.52 because the information was not initially completed by the user facility. The actual sample was not returned to the manufacturing facility for evaluation and the involved lot number is unknown. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files. The exact cause cannot be determined due to the absence of the actual sample to be evaluated and no lot number information. Based on the available information, the actual sample was primed with albumin prior to the initiation of the extracorporeal circulation. It cannot be determined from the available information if there is any cause-and-effect relationship between albumin and this complaint. There are many complex clinical variables that may have affected the reportedly observed conditions during the procedure. However, there is no indication that the reported event was related to a product malfunction or defect. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).